Event description:
It was reported the patient's lead had high impedances and could not enter MRI mode. As a result, surgical intervention occurred wherein the lead was explanted and replaced to address the issue. The investigation did not determine which lead had high impedance.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(4); batch: a000103393. The event of a patient¿s system showing high impedance was reported to abbott. The patient still had effective stimulation but wanted to be able to have an MRI. The issue was resolved with replacement of the lead. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.